Manufacturer narrative:
The ca2 reagent lot number was 70223501 with an expiration date of 31-mar-2024. The field service engineer (fse) replaced the cell rinse tube, the nozzle tip, the reagent probe tube, cleaned the incubation bath and liquid waste valves, adjusted the blank cell water in the cuvettes, and completed other maintenance activities. The customer replaced the reagent cassettes and performed calibration and qc. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The initial result was 7.75 mg/dl. This result was reported outside of the laboratory where the clinician requested repeat testing. The repeat result was 9.41 mg/dl.